Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and intermittent pacing. The patient was seen in the hospital for non-device related issues. It was noted that the patient had dialysis catheter placed about a year ago that reportedly was touching the lead. Programming was performed and this ra lead remains in service. No adverse patient effects were reported.